Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05may2020.

Event description:
The customer reported that the unit has a battery failure. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on patient , but there was no patient harm reported. The field service engineer replaced the battery to address the reported issue.